Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the torque wrench was not able to tighten the set screw. An alternate instrument was used to complete the case. There was no reported patient harm.

Event description:
It was reported that during the procedure the torque wrench was not able to tighten the set screw. An alternate instrument was used to complete the case. There was no reported patient harm.

Manufacturer narrative:
The complaint is unconfirmed for one returned torque wrench. The device was functionally tested where it was found to limit torque within the required specification. Per the DHR review, the part was likely conforming when it left zimmer biomet control. No actions are required. This event is not related to any current actions or recalls or product holds. This device is used for treatment.